Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer states she was operated on in 2010 and her hip has caused her pain. Customer states that she cannot have an operation to remove the hip because of her age. Customer states she has chromium cobalt in her blood.